Event description:
I use a dexcom g6 continuous glucose monitor. While I think it is a useful tool, the sensor fails just frequently enough to cause me concern about it's reliability. In addition, the customer help line dexcom maintains is staffed with people that have no clue about the product or how it's used and aren't empowered to take any action other that put people off and blame them for product issues. Further, the dexcom website with account information is faulty; it has an update function that hasn't worked for over 3 months and presents information on my account that is inaccurate despite my having provided update information thru their customer support on at least 4 occasions. Last night my g6 sensor false reported severe blood sugar lows on 3 occasions, these could have been "compression lows" but specifically placed this sensor where that is not possible. I've learned to take blood glucose meter readings with a separate meter in these cases, but otherwise would have treated myself in glucose tablets and ended up extremely high. These failures are not acceptable and dexcom's meter needs to be improved to prevent recurring issues. FDA needs to take action to ensure corrective actions by dexcom for quality improvement to their product, customer service, and customer data website information. FDA safety report ID# (B)(4).